Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast reconstruction revision with two 425cc mentor memorygel breast implants, suffered left breast implant rupture, post-operatively. The rupture was confirmed via MRI. As a result, the patient underwent implant explantation on (B)(6) 2020.

Manufacturer narrative:
On june 19, 2020, the mentor failure analysis lab has received the device for evaluation. On june 29, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly on the anterior view was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 10.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this 5763847 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 5784932. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).